Event description:
On 4/10/2025, a sales representative reported via phone that an ar-1570bc biocomposite-tenodesis screw had an issue during a biceps tenodesis procedure on (B)(6) 2025. When the surgeon put the screw inside the patient, the tip of the screw cracked upon insertion. No part of the screw broke off inside the patient, and the screw was removed in one piece from the patient with no harm. Another ar-1570bc biocomposite-tenodesis screw with an unknown lot number was used to complete the procedure successfully. The complaint device was discarded, and no pictures were taken. There was a slight case delay of under 5 minutes, and no additional anesthesia was administered. This occurred during use with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including failure to fully insert the screwdriver into the screw to achieve a properly seated position, as emphasized in the directions for use (dfu-0111-eor3_fmt_en), section g: precautions, item 6. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.